Event description:
It was reported that a patient with an implantable pulse generator (ipg) died approximately three weeks post implant. The specific cause of death was reported as unknown.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged adverse event. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).